Event description:
It was reported that "upon initial tightening of set screw, metal shards were released froom screw. Dr. Removed them from pt, piece by piece. At this time we're not tracking lot codes, this info is unavailable."